Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Post procedure after leaving procedure room, the right ventricular (rv) lead was found to be dislodged. When the rv lead was attempted to be re-positioned, the helix was found unable to be extend and retracted due to myocardial tissue adhering to the tip. The rv lead was explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.